Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Purge pressure low: the cause of purge pressure low could not be conclusively determined since no logs were returned to confirm the occurrence and due to pump being returned cut.

Manufacturer narrative:
Section d catalog number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Additional information. The following information was received: it did not resolve but did not cause any issues. The device was removed due to patient recovery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported frequent purge flow alerts. A purge cassette change did not resolve the issue. No leaks or cracks were observed.